Event description:
Soft contact lens wearer - bought new contacts. Presented with red eye and pain. Optician diagnosed as conjunctivitis -redness faded over the course of the weekend- and possible beginning stages of pink eye. Physician supplied antibiotic drops. Disposed of contacts and started with a fresh pair. Redness and pain continued in right eye along with blurred vision and the feeling of something in my eye. Wear contacts on rare occasion for no more than 3 hrs and redness/pain and foreign body sensation appear within hrs of taking contacts out. Sunlight and other bright lights are also painful. Only wear my glasses now and can no longer read highway signs, much less a book, with my right eye. Scheduled appointment with cornea specialist after antibiotic drops did not clear it up. Contact lens solution: amo complete moisture plus lot: abo1890 exp: 06/08, voluntary recall: 05/25/07. Have called the hotline on amo's website in order to send back the product and am now reporting to medwatch as directed by amo's website. Used in 2005, to present, daily.